Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was not able to login with biometric identifier and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the bio-ID required maintenance. The field service engineer (fse) replaced the bio-ID, but the issue persisted. The agent logged in to check the driver and found that the ¿device service¿ driver was failing to install. The issue was resolved; however, after rebooting the medication application, an error occurred that prevented the application from opening. The agent was able to resolve this error, but the database crashed, and the bio-ID failed again. The fse was decided to re-image the station. In the meantime, the station remained usable but required a witness whenever nurses needed to log in. The hard drive was replaced, and aria was used to complete the setup. The customer was then able to use the bio-ID and operate the station without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was not able to login with biometric identifier and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.